Event description:
Account experiencing low results for calcium, for approximately 65 patient samples. Repeat results performed in 2008. The following examples were provided. (Patient#, initial result/repeat result). Units of measure: mg/dl. #1, 8.6/9.7; #2, 7.1/7.8; #3, 8.0/8.9; #4, 8.6/9.7; #5, 8.1/8.9; #6, 7.0/8.0; #7, 8.7/9/6; #8 8.1/9.0; #9, 8.4/9.4; #10, 9.6/11.0; #11, 7.9/8.8; #12, 9.1/10.1; #13, 8.7/9.6; #14, 8.0/9.0; #15, 8.4/9.5; #16, 8.8/9.7; #17, 8.5/9.5; #18, 8.4/9.3; #19, 8.6/9.7; #20, 8.9/10.1; #21, 8.5/9.3; #22, 7.5/8.4; #23, 7.3/8.1; #24, 8.3/9.1; #25, 8.1/9.2; #26, 8.1/9.0; #27, 7.8/8.8; #28, 8.5/9.6. Erroneous results were reported. Patients not adversely affected. The field service rep determined the cause for the discrepant results were due to a partially occluded sample probe rinse path, and cleaned the rinse path. Performance tests were performed.